Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a generator change for normal eri the rv lead exhibited externalized conductors. No electrical anomalies were detected. The lead was reused. The patient was stable before, during, and after the procedure.